Manufacturer narrative:
(B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end and the proximal end of the crimped stent were distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device and a visual and tactile examination found no issues with the hypotube polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28october2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 9mm x 2.75mm, eccentric, de novo, target lesion was located in the mildly calcified and mildly tortuous left circumflex (lcx). The lesion was pre-dilated with a 2.00 x 9mm non-bsc balloon, resulting in 25-30% residual stenosis. Subsequently, a 2.75x12mm promus element¿ plus stent was advanced to treat the lesion. However, it was unable to cross the lesion. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.